Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this device system was presented in the emergency room (ER) on two separate occasions due to dizzy spells. On telemetry, a run of non-captured beats were observed. All lead measurements were within acceptable limits. No noise or loss of capture (loc) was able to be reproduced. Oversensing due to unipolar sensing was observed and the device was reprogrammed to bipolar sensing. It was suspected that the intermittent increased pacing thresholds were a result of patient condition, however, no recent medication changes were known. A pause of 10.5 seconds was observed. The patient with complete heart block (chb) was very symptomatic. Atrial sensing and ventricular pacing was observed, however, no capture was seen at 2.5v@ 0.5ms. A revision procedure was performed. The device was explanted and the right ventricular (rv) lead was surgically abandoned. A new system was implanted without adverse patient effects.

Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.